Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: manta deployed but continued to bleed. Bleeding resolved with 30 minutes of pressure. Bleeding under skin started again right before putting patient on bed. Cutdown performed. Access was actually in profunda but couldn't see before because artificial hip reduced accurate visibility. Tear was noted in profunda during cutdown and manta removed because it was in tissue tract. Could not determine exactly what caused tear in vessel.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, an 18f manta was deployed for closure. Ultrasound guidance was utilized to gain access; however, visibility was poor angiographically due to presence of hip implants. The arteriotomy depth measurement was 3.5cm + 1cm. Following deployment, bleeding continued. Pressure was applied for thirty minutes, and the bleeding ceased. Prior to transferring the patient to a bed, bleeding under the skin started again. The decision was made to do a cut down. During the cut down, access was confirmed to be in the right profunda. A tear was noted in the profunda, but the surgeon was unable to determine a cause of the tear; and manta was removed since it was in the tissue tract. The root cause of the manta deploying into the tissue tract is likely due to the puncture site being positioned in the profunda. The IFU warns do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.